Manufacturer narrative:
Additional info was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
Info was received by FDA via user-facilities report. Event desc: pt had undergone left total hip arthroplasty. Surgery began approximately at 0800 under spinal anesthesia. Pt out of surgery at approximately 0917. Postoperative film indicated foreign body, which had broken off one of the retractors or insertion devices for the component. Pt in need of removal of that foreign body to avoid third-body wears in component; decision was made to proceed immediately back to operating room as the pt still had a functional spinal in place. Second surgery began at 1026, staples removed, reopened incision, evacuation of typical post-operative hematoma. Wound irrigated and foreign body located, removed without difficulty then closed. Pt awoke from anesthesia, transferred to recovery as stable. Pt discharged two days later.